Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 25, 2020. The explant date was updated based on the paperwork received with the returned device. The device was explanted on (B)(6) 2020. The investigation of the returned device and photograph were completed by the failure analysis lab on december 17, 2020. Device evaluation summary: upon visual evaluation of the image provided in this complaint, the implant was observed ruptured. During the visual evaluation, the device was observed to be ruptured and received in four (4) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with a 250cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was suspected when free silicone was noted during another unspecified surgery. As a result, bilateral prosthesis replacement with 225cc mentor smooth round moderate plus profile saline implants was performed on (B)(6) 2020.